Manufacturer narrative:
Upon the return of the suspect product, the manufacturer's investigation department confirmed the advantage system values fell outside the acceptable ranges during quality control testing.

Event description:
Reporter alleged obtaining a patient blood glucose result of 192 mg/dl on the advantage system while patient appeared confused as if the patient was experiencing hypoglycemic symptoms. As a result, the reporter stated not treating the patient; however, the patient was transported to the hospital where patient's blood glucose at 33 mg/dl. Reporter indicated, the patient was treated with d50, amount not provided. No other actions were taken or treatment was reported. It was stated, when quality control testing on the alleged system was performed, the values fell outside of the acceptable ranges for the system. It was not known whether the control solution had been opened greater than 90 days which according to the label would make the solution no longer viable. A request was made for the return of the suspect device and replacement product was sent.